Manufacturer narrative:
Product ID: 3387-40, lot# 0208689089, implanted: (B)(6) 2016, product type: lead.

Event description:
A health care professional via a manufacturer representative reported a problem with the lead holder that occurred during a procedure. The white lead holder in the packaging with the lead did not tighten properly. This resulted in lead movement, which was picked up intraoperatively following x-ray and corrected/repositioned. No factors noted to have led to event. No symptoms were reported. The issue was resolved at the time of the report. The consumer's medical history included parkinson's disease.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. See also mfg. Report no. 6000153-2016-00788.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3550ds, lot# unknown, product type: accessory. Product ID: 3387-40, lot# 0208689089, implanted: (B)(6) 2016, product type: lead. Analysis of one of the lead holders found lead holder thread anomaly. The threads on the screw do not extend close enough to the handle so it cannot turn in as deep as normal. This allows a gap of 0.050" which is not small enough to hold tight to a lead. The lead body is normally 0.050" in diameter. Analysis of the second lead holder found no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.